Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced an active exhalation valve failure. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo ventilator experienced an active exhalation valve failure. There was no harm or injury reported. During evaluation of the device at a third party service center, the customer complaint was not able to be confirmed. The service technician states that the unit needs to be cleaned and that some of the parts need to be replaced, including the particulate filter, due to contamination. No further investigation is required.